Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: follow-up outcomes after the frozen elephant trunk technique in chronic type b dissection charchyan et al, european journal of cardio-thoracic surgery, volume 57, issue 5, may 2020, pages 904¿911 https://doi.org/10.1093/ejcts/ezz348. Average weight, implant date: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in patients undergoing total aortic arch replacements on unknown dates. The following adverse events were reported: malfunctions: type ib endoleak. The cause of the endoleak is undetermined.